Event description:
It was reported by service report that the head end lift was going down when it should be moving up; the problem was intermittent. No patient involvement or adverse consequences were reported.